Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14397. It was reported that patient¿s leads had fractured after a motor vehicle accident preventing the ipg from being set into MRI mode. The issue was confirmed via x-rays. No additional information was provided.